Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary tower, the tower door 2 and 3 failed and the device was not detected on the bus. The customer stated that the reported issue occurred during dispensing medication to patient however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer (fse) found that tower door 6 would not open. To address the issue, the fse removed the center latch column, cleaned it, and re-seated and tightened all cable connections. The customer attempted to recover the door, but the recovery was unsuccessful. The fse then replaced the latch. After the replacement, the customer logged in and verified the inventory. The door station was confirmed to be functioning as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary tower, the tower door 2 and 3 failed and the device was not detected on the bus. The customer stated that the reported issue occurred during dispensing medication to patient. There were no adverse events or injuries reported based on this event.